Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 400 mg/dl. The blood glucose at the time of the incident was 140 mg/dl and 145 mg/dl. The customer treated it with the insulin pump and declined troubleshooting for it. Customer stated that he was at school and that he does not have any infusion set information with him. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin anomalies noted during testing. Device functioning properly during testing. (B)(4).